Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the post-surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient reportedly experienced post-surgical complications after undergoing a da vinci surgical procedure.

Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci bariatric surgery & hiatal hernia repair in 2010/2011. Exact date of procedure is unknown. The legal document received alleges that the patient suffered the following injuries due to the da vinci surgery: vascular vein behind stomach was nicked during surgery. The patient required 8 units of blood and 2 units of plasma.